Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) while using multiple non-tandem infusion sets. Bg values were not provided. Reportedly, elevated bg levels were due to the customer forgetting to change out the infusion set on time. The infusion set was changed to resolve the issue. The infusion set brand and manufacture was not provided. Customer declined to provide any additional information.